Event description:
It was reported that during a stenting treatment procedure, stent damage occurred following deployment. The target lesion being treated was in the proximal right coronary artery (rca) to the posterior descending artery (pda). A 3.50x38mm promus element stent delivery system (sds) was advanced and deployed in the pda. A 3.50x24mm promus element sds was then advanced to the rca and deployed overlapping the previously placed stent. An intravascular ultrasound catheter was then advanced and could not cross the lesion. A 4.50x15mm quantum apex balloon catheter was then advanced for post-dilation of the 3.50x24mm promus element stent and some of the struts seemed enlarged. The quantum apex balloon was inflated above nominal pressure. An unspecified stent was then advanced through a microcatheter and could not cross the overlapping region of the deployed stents. Another round of post-dilation was performed with the 4.50x15mm quantum apex balloon and a strut of the 3.50x24mm promus element stent seemed enlarged or deformed. The microcatheter was advanced to the pda and a 3.50x30mm non-bsc stent was then advanced and deployed overlapping the damaged strut of the 3.50x24mm promus element stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).